Event description:
The patient received the abbott emissions advisory notice and questioned if their cardiomems device had interfered with their pacemaker devices. The patient reported they are currently on their third pacemaker as they had two replacements. The patient's last pacemaker failed on (B)(6) 2023 and was replaced. The patient stated that a few days prior to this replacement she felt short of breath and nauseous.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-002c emissions advisory notice issued by abbott on 07 feb 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of possible interference between patient electronics system and the patient pacemaker could not be confirmed. A review of the logs from the patient electronics device on the patient care network confirmed that readings were sent successfully on and after the reported event date. No evidence of interference was observed. An investigation performed by abbott cardiac rhythm management on the patient pacemaker revealed no evidence of interference or malfunction. The patient electronics device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.